Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that air was in the lines which caused the blood to clot occurred during a patient¿s hemodialysis (hd) treatment. It was noted that the dialyzer looked like a candy cane with a wavy line of white and red from blood through the filter. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer. There was no pink effluent. The machine, a fresenius 2008t machine, alarmed appropriately with an air and blood leak alarms. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation: the complained sample was not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. A failure during manufacturing process can be excluded based on the investigation. The filters are 100% tested both for their tightness and for open fibers. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported that air was in the lines which caused the blood to clot occurred during a patient¿s hemodialysis (hd) treatment. It was noted that the dialyzer looked like a candy cane with a wavy line of white and red from blood through the filter. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer. There was no pink effluent. The machine, a fresenius 2008t machine, alarmed appropriately with an air and blood leak alarms. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.